Event description:
It was reported that unspecified bd¿ syringe was having issues. The following information was provided by the initial reporter: material no:unknown batch no: unknown it was reported that the consumer had an issue with her syringes. Verbatim: received voicemail from consumer regarding issue with syringes.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe was having issues. The following information was provided by the initial reporter: material no:unknown batch no: unknown. It was reported that the consumer had an issue with her syringes. Verbatim: received voicemail from consumer regarding issue with syringes.